Manufacturer narrative:
Pt information was not available at the time of this report. Medtronic software investigation found that the inaccuracy was due to frame movement. Site chose to go ahead without having the pt's head secured and had the frame secured with tape; neither of these options are to operating protocol. The software functioned as designed.

Event description:
A medtronic rep reported that during an inav cranial tumor case coverage the site was missing the screw to a non-medtronic head holder. They could not secure the pt's head. The surgeon then put the pt's head into a horseshoe head holder with no attachment. The surgeon next attempted to secure the vertek arm with tape. The medtronic rep cautioned the surgeon that was not supported and that it was likely that the frame would move. The surgeon choose to proceed with navigation. They registered the pt and felt accurate. They stored accuracy checkpoints, then went sterile and the surgeon felt inaccurate. The medtronic rep reported that the head and frame were moving while prepping the pt. The surgeon implied the inaccuracy was due to the stealth. The surgeon re-scheduled the case. There was no incision made in the pt and no harm as a result reported. With the surgeon, prior to the pt leaving the room, they tried the non-sterile probe and the non-sterile frame. The same 11mm inaccuracy persisted in the superior and posterior direction.